Event description:
Customer reported an unexpected negative reaction when testing a patient sample with a known anti-e on the galileo.

Manufacturer narrative:
Review of images: neg reactions- all wells less than or equal to 12. A service call was made: performed galileo unexpected reactions checklist to verify instrument operation and verified clean well roi. Performed qc. Galileo is operating within specifications.